Event description:
On 5/23/94, it was discovered that the load placed in the eto sterilizer on 5/11/94 had not reached proper sterilization. On 5/24/94, it was determined that the load from 5/12/94 had also not reached proper sterilization. Machine had an overtemp problem on 5/12/94 and was repaired on 5/13/94, when a faulty valve was repaired.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.